Event description:
It was reported that the patient fell two and a half weeks ago. At the time of the fall the patient reported a return of symptoms. The patient was hospitalized two weeks ago, but it was unrelated to her device or therapy. The patient missed her appointment with her doctor and wanted to meet with a manufacturer representative for reprogramming closer to home. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3095-51, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3889-28, lot# va02241, implanted: (B)(6) 2012, product type: lead. Product ID: 3889-28, lot# v732559, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3095-51, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).